Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaint (B)(4).

Event description:
A healthcare professional reported injecting a patient with 0.3cc of evolysse smooth into the smile lines, cheeks, and perioral lines. Approximately two (2) weeks post injection, the patient experienced visible lumps/nodules in the left cheek. The hcp recommended massage. Patient declined to have product dissolved.